Event description:
It was reported that the patient underwent implant of a shunt. Post operatively, between the three (3) and six (6) months interval, the patient was diagnosed with corneal endothelial dysfunction and cystoid macular edema (cme). The patient received an injection of kenacort into the tenon's capsule for the cme. On (B)(6) 2012, the patient recovered from the events with sequelae. The doctor commented that the device had good response to the intraocular pressure (iop) control; however, there were postoperative complications. The patient is scheduled to have a corneal transplant for the cme. The doctor stated that the events were not attributed to a device malfunction. However, the doctor is attributing the event to post operative complications.

Manufacturer narrative:
Device code: (B)(4). - baerveldt shunt. PMA k955455. (B)(4) - to date, the shunt remains implanted. Prior to release to market, the shunt met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted.